Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that one of the sensors stayed on the pedestal and the needle came off. The customer also reported another sensor that did not stick. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and found sensor needles separated from the sensor base.